Event description:
Report received of an under-delivery of methotrexate. The pump was programmed to deliver an unspecified concentration of methotrexate at 190ml/hour over 2 hours. At 190ml/hr, the expected infused volume after 2 hours was 380ml. At the end of the 2 hours, it was reported that only 80ml had delivered from the IV container. It was not known what the pump display indicated had infused. There was no pump alarm. There was no adverse effect to the patient. The pump was removed from clinical service. Though requested, no further information was available.